Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2020, the surgeon tried to shape one (1) 2.4mm ti locking compression (lcp) distal radius l-plate and it broke. A screw which was implemented and removed, was also damaged. There was no impact to the surgery. There is no further information provided. Concomitant device reported: lockscr ø2.4 self-tap l14 tan (part # 412.814, lot # unknown, quantity 1) this report is for one (1) 2.4mm ti locking compression (lcp) distal radius l-plate this is report 1 of 1 for complaint (B)(4).